Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm and no during frozen screen testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify time or clock anomaly due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 176 mg/dl. The customer reported that the buttons were unresponsive. The customer reported that the time clock was not advancing. The troubleshooting was performed and was advised to monitor the pump for three minutes to verify time clock works properly and frozen display or alarms do not recur. It was reported that the time advances. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.